Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise, which caused inappropriate mode switching. Programming changes were made to deactivate the lead. The patient was in stable condition.